Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that one week post-operative, an implantable cardioverter defibrillator (ICD) alert sounded. At a device checkup, th ere was an increase in pacing threshold on the right ventricular (rv) lead and attenuation of the sensing value. The rv lead was checked by x-ray, and rv lead perforation and pneumothorax in the left lung were suspected. A thoracotomy performed the following day showed the rv lead protruding from the ventricle. During open heart surgery, it was confirmed that it penetrated the epicardium and reached to the lung. The cause of perforation was thought to have been due to the movement of the body and the heart where the lead advanced ahead little by little until it perforated the cardiac muscle. The site of perforation was stitched up. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.